Event description:
Per the clinic, the patient reported no hearing due to migration of device. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 18, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 29, 2024.